Event description:
The pt's family attorney alleges "the pt was caused to lose control of the vehicle and roll it over by reason of the malfunction (upon info and belief, either failure to function at all, or to cause a catastrophic overdose or underdose) of a medical device mfg by defendant, specifically, a pump designed to steadily and periodically administer morphine into the deceased's body, model no. 8617..."